Event description:
It was reported that during a laparoscopic appendectomy procedure, when second firing across the mesoappendix occurred, the site bled severely and the clips in the incision seemed to not close. A bovie was used to stop the bleeding. There was no extended or time required. No pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.